Manufacturer narrative:
Product information including lot number were not available, therefore, no device history record could be reviewed. No additional information has been made available. This is a legal case.

Event description:
The only information available on this patient came from an attorney, not a healthcare professional. The patient complained of serious bodily injuries, including extreme pelvic pain, extreme dyspareunia, adhesions and chronic interstitial cystitis which required surgery (unspecified). It is presumed that the patient was treated with the device, xenform, but date and specifics of treatment have not been confirmed by a healthcare professional. It is not known what treatment, if any, the patient has had after the presumptive treatment with xenform other than "surgery". It is not known why this surgery was performed or what the outcome was.